Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. The patient reported experiencing high blood glucose event on (B)(6) 2025. The patient's mother assisted by taking her to the hospital. The high blood glucose event resulted in hospitalization on (B)(6) 2025, with a blood glucose value of 300 mg/dl upon admission. The hospitalization lasted more than 24 hours. The patient reported feeling sick and vomiting prior to admission, and ketone testing showed elevated levels of 3.5. During the hospital stay, insulin was administered via intravenous (IV) drip. The reason for admission was documented as "high blood glucose levels." No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001782, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6001782. The count of complaint is 4 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6001782 was manufactured according to the work instruction (wi) version 75 and manufactured in the multivac 12 on 12-jun-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further CAPA determination assessment.

Event description:
To date no additional patient or event details have been received.